Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had white lines along the right side of the display and gray bars along the tops of the display which blocked the graphics and text. Additionally, it was reported that the wake button was unresponsive. Customer's blood glucose was 280 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Based on the analysis, the alleged wake button issue could not be verified.